Event description:
It was reported that there was portal site extravasation.

Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: 1. Pressure sensor malfunction/out of calibration 2. Inflow cassette/ tubing pressure sensor membrane failure 3. Mis-inserted cassette/ tubing 4. Motor encoder malfunction/failure (inflow and/or outflow) 5. Roller wheel assembly (inflow and/or outflow) malfunction/failure 6. Roller wheel failure due to peristaltic tubing debris build-up 7. Main board (all) /imx failure (cf) 8. Software malfunction 9. Use error 10. System design 11. Unwanted movement of internal components/wiring 12. Pressure sensor is operated above linear pressure reading range 13. Pump operated at least-favorable environmental conditions for extended period of time 14. Run screen does not adequately indicate overpressure situation 15. Miniwashmalfunction (cf) 16. Command not registered from hand control (all), footswitch (cf), sidne (fc, ap) or hermes (ap-hermes ready) 17. Excessive use of wash or turbo 18. Slow reaction time to a quickly closed off shaver outflow at high flow rates 19. Power failure of pump 20. Pressure sensor stuck behind the sensor bracket in sum, the reported failure could not be confirmed since the device was not received for investigation.

Event description:
It was reported that there was portal site extravasation.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.